Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. Refer to the attachment for all patient data. The sample was tested at the customer site on the e801 analyzer. The sample was repeated on a centaur analyzer and provided for investigation, where it was tested on another e801 analyzer, a cobas 8000 e 602 module (e602), and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patient. The ft3 reagent lot number was asked for, but not provided. Based on the provided information, a general reagent issue is not likely. Calibration and controls tested on the analyzers used for investigation were ok. The investigation was unable to find a definitive root cause.